Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor is frozen and will not move, even when brake lever is released, chair will just drive in circles.